Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic after the device vibrated, the device could not be interrogated. The device was detected but the interrogation would not load. A transmission was downloaded via app. The patient is stable.